Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had discolored screen. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. The customer reported that the reservoir lip and battery compartment had crack. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.